Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Patient reported that she stopped using the cgm for a few weeks because the sensor had burned and scarred into the skin on her stomach. On (B)(6) 2016, the patient consulted with her physician who recommended applying 1% hydrocortisone cream. Patient further indicated that she had been having horrible allergic reactions to the adhesive for about a month or so and that she had also tried using a clear wound sticker as a skin barrier. At the time of contact, the patient was better. No product or data was provided for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined.